Event description:
Philips received a complaint on the dfm100 device indicating that the therapy function is not working. The remote service personnel received the request for parts (therapy assembly (printed circuit assembly - pca), therapy receptacle, and therapy high voltage cable for the broken during the training device which required in order to restore the therapy function. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.